Manufacturer narrative:
The complainant was contacted for return of the suspect front panel membrane. The customer has responded and indicated the front panel membrane was discarded and not available for evaluation.

Event description:
Complainant alleged that during biomed, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.